Event description:
Following a catheterization procedure, an angio-seal device was utilized for hemostasis. Approx one and a half weeks later, the pt presented to the ER with a groin infection. She was started on keflex for treatment of the infection.